Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. According to the patient¿s pd nurse, the patient was experiencing symptoms of abdominal pain, chills, and diarrhea. As a result, on (B)(6) 2021, the patient had a pd culture obtained (in the outpatient pd clinic) which grew the organism acinetobacter wooffii. The patient was treated with oral ciprofloxacin 250 mg on an outpatient basis. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. There were no reported fluid leaks associated with the patient¿s peritonitis event. Additionally, there were no reported harm associated with the reported supply bag lines alarm. However, the nurse indicated that on (B)(6) 2021, the patient disconnected from the cycler due to the reported alarm and reset up the pd treatment. The patient reportedly had concomitant diarrhea. The nurse stated the peritonitis may have been related to a breach in aseptic technique due to the interruption in treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the species acinetobacter which are commonly associated with peritonitis due to a breach in sterility during the pd exchange or translocation of gastrointestinal flora. The patient reportedly had concomitant diarrhea and had an interruption in pd treatment (after experiencing an alarm on the fresenius cycler) approximately 2 days prior to developing peritonitis. Given the reported information, there is no objective evidence the reported alarm was a cycler malfunction that directly caused the peritonitis. The patient reportedly continues pd treatment with the same cycler. However, the patient¿s peritonitis may have been related to a breach in aseptic technique during disconnecting/reconnecting the pd treatment in the setting of having concomitant diarrhea.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. According to the patient¿s pd nurse, the patient was experiencing symptoms of abdominal pain, chills, and diarrhea. As a result, on 22/jun/2021, the patient had a pd culture obtained (in the outpatient pd clinic) which grew the organism acinetobacter wooffii. The patient was treated with oral ciprofloxacin 250 mg on an outpatient basis. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. There were no reported fluid leaks associated with the patient¿s peritonitis event. Additionally, there were no reported harm associated with the reported supply bag lines alarm. However, the nurse indicated that on (B)(6) 2021, the patient disconnected from the cycler due to the reported alarm and reset up the pd treatment. The patient reportedly had concomitant diarrhea. The nurse stated the peritonitis may have been related to a breach in aseptic technique due to the interruption in treatment.